Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted for pelvic organ prolapse and stress urinary incontinence. The ams - bioarc sp sling kit is referenced, but no clarifying information is provided. The patient experienced pain, erosion of internal bodily tissue, infection, urinary problems, and other injuries, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that patient underwent excision of vaginal mesh on (B)(6) 2009. It was reported that patient underwent a sling revision on (B)(6) 2012. It was reported that following insertion the patient experienced extrusion, recurrence, and dyspareunia. No additional information was provided.

Manufacturer narrative:
It was reported that the patient died on (B)(6) 2014.